Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during daily inspection, the cs300 intra-aortic balloon pump (iabp) unit had a broken doppler probe. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a broken doppler probe.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) stated that the customer has not given permission for the repair yet, and later stated that it seems that no repairs will be carried out.

Event description:
N/a.